Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2026. On (B)(6) 2026, the patient¿s estimated glucose value (egv) was 353 mg/dl, after which the patient administered insulin. Sometime later, the patient experienced numbness of the lips and lost consciousness. The patient¿s wife and son transported him to the hospital. Upon arrival at the hospital, a bg measurement was taken and recorded as 44 mg/dl, while the egv was 323 mg/dl at that time. The patient was treated with intravenous dextrose administered twice, followed by an IV drip and unspecified laboratory tests were also performed. The patient was discharged from the hospital on (B)(6) 2026. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.